Manufacturer narrative:
(B)(4).the ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on and tested, a visual alarm generated but there was no audible alarm. The device was opened and a cable was found disconnected. It was reconnected and tested again and the device generated both visual and audible alarms.

Event description:
It was reported that a ventilator did not generate an audible alarm when there was an alarm condition. There was no patient involvement.